Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The outer insulation was cut, and blood was found on the proximal conductor and the distal end of the electrode. The lead exhibited apparent explant damage. (B)(4).

Event description:
It was reported that shortly after implant, the system was unable to successfully complete defibrillation threshold (dft) testing, even after multiple attempts. The system was explanted and replaced a couple days later. No patient complications have been reported as a result of this event.